Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: diagnostic laparoscopic detailed description of event: three complaint events have occurred at the same facility: complaint (B)(4). - cb030 lot #1427244 - (B)(6) 2021. Complaint (B)(4). - cb030 lot #1427244 -(B)(6) 2021. Complaint (B)(4). - cb030 lot #1427244 - (B)(6) 2021. Rep was not present for the cases. Limited information is available at the time of report. The user is having issues with the blades not cutting. It was described as the scissors were "chewing" and not cutting. There is no known patient injury associated with these events. Products are available for return. Additional information was received via email on 01nov2021 from [name], account manager I applied medical: cases occurred on (B)(6) 2021 and (B)(6) 2021. A diagnostic laparoscopic and laparoscopic cholecystectomy were the cases affected. The surgeons are having more trouble with the scissors then documented. The scissors are not cutting but "crewing the tissue." "The long scissor with different lot # was use[d] to replace the scissors. As soon as the scissor were used in the case the failure to cut was noticed. There wasn¿t any patient injury. The laparoscopic scissor were not functional upon initial use. One case [the scissors were cutting] suture and the other [case the scissors were cutting] tissue." Complaint (B)(4) was created based on the following additional information that was received via email and telephone on (B)(6) 2021 from [name], account manager I applied medical. No patient injury occurred in any of the events. A third event occurred on (B)(6) 2021, limited information is available at the time of report. Patient status: no patient injury. Type of intervention: the long scissor with different lot # was use[d] to replace the scissors.

Manufacturer narrative:
Correction: section b5 was updated to remove the statement about complaint # (B)(4). Additional information was received via email on 10nov2021 from [name], account manager I applied medical: applied medical's scissors were not involved in the complaint event. The rep's contact mistook the [brand] scissors as one of applied's products. Therefore, complaint # (B)(4) was voided as applied medical product was not involved in the reported event.

Event description:
Name of procedure being performed: diagnostic laparoscopic detailed description of event: rep was not present for the cases. Limited information is available at the time of report. The user is having issues with the blades not cutting. It was described as the scissors were "chewing" and not cutting. There is no known patient injury associated with these events. Products are available for return. Additional information was received via email on 01nov2021 from [name], account manager I applied medical: cases occurred on (B)(6) 2021. A diagnostic laparoscopic and laparoscopic cholecystectomy were the cases affected. The surgeons are having more trouble with the scissors then documented. The scissors are not cutting but "crewing the tissue." "The long scissor with different lot # was use[d] to replace the scissors. As soon as the scissor were used in the case the failure to cut was noticed. There wasn¿t any patient injury. The laparoscopic scissor were not functional upon initial use. One case [the scissors were cutting] suture and the other [case the scissors were cutting] tissue." Patient status: no patient injury. Type of intervention: the long scissor with different lot # was use[d] to replace the scissors.

Event description:
Name of procedure being performed: diagnostic laparoscopic detailed description of event: three complaint events have occurred at the same facility: complaint 1 of 2: (B)(4) - cb030 lot #1427244 - (B)(6) 2021. Complaint 2 of 2: (B)(4)- cb030 lot #1427244 - (B)(6) 2021. Rep was not present for the cases. Limited information is available at the time of report. The user is having issues with the blades not cutting. It was described as the scissors were "chewing" and not cutting. There is no known patient injury associated with these events. Products are available for return. Additional information was received via email on 01nov2021 from [name], account manager I applied medical: cases occurred on (B)(6) 2021 and (B)(6) 2021. A diagnostic laparoscopic and laparoscopic cholecystectomy were the cases affected. The surgeons are having more trouble with the scissors then documented. The scissors are not cutting but "crewing the tissue. The long scissor with different lot # was use[d] to replace the scissors. As soon as the scissor were used in the case the failure to cut was noticed. There wasn¿t any patient injury. The laparoscopic scissor were not functional upon initial use. One case [the scissors were cutting] suture and the other [case the scissors were cutting] tissue." Additional information received via email on 15nov2021 from [name], applied medical account manager I: "there were 6 more pairs of scissors found from this lot over the weekend (model # cb030 lot # 1427244)." There are no complaints with these specific units but the facility is returning these units due to the prior complaints with products from this lot. Patient status: no patient injury. Type of intervention: the long scissor with different lot # was use[d] to replace the scissors.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.